Event description:
It was reported that subsequent to the implant of a protegen sling in october 1998, the patient experienced infections and the device was removed in october 2001. The device was not returned for eval.

Event description:
Further info received indicated the pt reported vaginal erosion. Based on this new info, this event is covered by the remedial exemption-e199601, assigned on 4/9/1999. Therefore, this event should not have been reported due to the exemption.